Manufacturer narrative:
The affected savina which was manufactured in january 2014 and has 42140 operating hours was checked by a (B)(4) technician. The error code logged at the time of the event indicates that the internal supply voltages were out of specification. Consequently, the device was successfully repaired by replacing the mains switch and power supply which were provided for further investigation at the manufacturer. Both parts were checked in different test setups and showed no failure or deviation. A possible causes is a sporadic failure of the power supply due to wear within 13 years of usage which is very seldom. Another possibility is usage of the device on a nearly depleted battery which results in the same log entry when shutting down. As the log does not record if the device was in use on battery or mains power, a definite root cause could not be determined. The device reacted as specified to a power loss by generating an audible alarm on shutdown which lasts for at least two minutes. The emergency breathing valve will open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported that the ventilator stopped the ventilation with piezo alarm while in use. The customer stated that he tried to restart the device but it was not possible. No injury reported.